Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) of the minicap transfer set was unable to disconnect from the patient line of the amia cassette. The event was further described as ¿the dark blue part of the transfer set was stuck with the patient line." This was observed during use of the devices for peritoneal dialysis therapy. The patient had to cut the patient line to disconnect from the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the patient connector was received for evaluation attached to the female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned patient connector with no issues or leaks observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.